Event description:
It was reported in 06 that the surgeon was scheduling a revision case of a 2 level acdf due to screw back out. A copy of a CT scan was obtained seven days later that showed evidence of the screw back out with the screw being within the soft tissue. The CT scan report states that the pt stated, "trauma car accident". The date of implantation of the hardware was 13 months fourteen days later. The surgeon planned to remove all of the hardware without implanting any other product.